Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 427 mg/dl. The customer treated high readings with manual bolus through insulin pump. The customer stated the insulin pump received a power error detected alarm. Troubleshooting was performed. The customer was able to clear alarm. The customer called back, stating there were more alarms the next morning. The product will not be returned for analysis.